Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and an umbilical hernia. It was reported that after the implant, the patient experienced abdominal pain, adhesions, knuckle of mesh in spigelian hernia, enlarged lymph nodes, mesh folded on itself, recurrence, and bulge. Post-operative patient treatment included hernia repair with new mesh, removal of mesh, and lysis of adhesions.